Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
There was a phone call made to the customer. The customer reported that the insulin pump was not able to be controlled by the meter. The blood glucose reading at the time of the event was not provided. No further information was provided.